Manufacturer narrative:
At this time, no additional information is known. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced an episode of syncope. The cause of the syncope was undetermined. The health care provider indicated that the patient was to have a holter monitor and be brought in for a device check at a later date. The local boston scientific field representative indicated that the patient had not yet been seen for a device evaluation. The clinic did not suspect a device issue although that is unconfirmed at this time. The device remains in service.